Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the polaris spectra system control unit (scu) was replaced which resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a tumorectomy. It was reported that the site had to abort navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. Analysis found that the scu would not power up. A check of the fuses found that both had been blown. After replacing the fuses, the scu had normal function. A check of the event log did not reveal any adverse events. The scu was then fully functional. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Two axiem cables were returned for analysis. Both had confirmed physical damage. One of the cables had a small cut in the cable jacket near the lemo connector. No internal wires were exposed. Otherwise, the cable passed a continuity test with no opens or shorts detected. The other cable's jacket had separated at the lemo connector exposing the shield wire but no bare conductors. A continuity test revealed an open at pin 4 of the usb cable. If information is provided in the future, a supplemental report will be issued.